Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received without the original belt clip. The test belt clip fits and lock properly and no damage on the belt clip rails noted. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were in emergency room and hospitalized due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 600 mg/dl at time of incident. The customer's blood glucose level was 583 mg/dl and 435 mg/dl during hospitalization. The customer was assisted with troubleshooting. The customer was treated with insulin drip and anti-nausea medication. The customer stated that the symptoms related to high blood glucose such as vomiting and positive results in ketones. Infusion set cannula was bent. Belt clip was broken. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. The device will be returned for analysis.